Event description:
It was reported the patient had a possible infection. It was stated the patient had been "sick since their implant," tests showed the patient's hematocrit and hemoglobin were low, and the patient received blood. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).